Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As rec'd, the trunk cable connector would not securely connect with the monitor. The cause for the service code is the intermittent connection. The cause for the inability to properly connect with the monitor is a defective trunk cable connector. The root cause has not been positively identified. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.

Event description:
The nurse of a (B)(6) female patient contacted zoll customer support to report that the patient was receiving a service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.